Event description:
It was reported that; pt has swelling if he sits for 20 mins. Pt also states that he feels a small amount of pain and also has poor balance when standing on hip sometimes. Pt states that he is taking some pain medication and light exercise (stationary bicycle).

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with theses devices. The reported event is considered to be under the scope of this recall.